Event description:
A (B)(6) y/o with wound infection. During debridement of wound infection, md observed that the bovie pencil was malfunctioning. The bovie pencil came from the sterile general trauma pack. Lot# 143540, exp date: 05/01/2018, mfg date: 02/20/2014, cat #sbamhgtbhj, bovie pencil did have a bovie tip. Another bovie pencil was placed on the field and was able to function properly. No pt injury.